Event description:
It was reported via repair work order that the siderail was stuck in a mid position due to malfunction timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.